Manufacturer narrative:
Awaiting samples for evaluation at this time. The customer has not indicated whether it will be returned for evaluation. Should it be received a follow up report will be submitted. Report 1 of 3.

Event description:
Report received from france stating "sleeves do not enter the 1.8 mm, they had to enlarge incision at a 2.2 or 2.4 mm. Customers need to open packs until they find out a good one. No patient impact reported." Additional information received states "it had an impact on the astigmatism because the surgeon has to enlarge the incision two or three times to pass the sleeve. The visual acuity in the days after surgery are not as good as they were before. Usually he has to change three sleeves to get one good. And if the third is not good, he has to enlarge the incision; he looses too much time."